Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that when they go to the stores and passed through detectors, their stimulation get higher but confirmed that it was not painful but higher than usual. Pat agent recommended patient turn stimulation off before passing through. Patient also reported that the ins had not been working as well as their trial as it does not help with their symptoms and when they increase higher it was painful. No further complications were noted or anticipated